Manufacturer narrative:
Analysis of the pump found gear train anomalies of the motor; corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing was seen. Motor stall and recoveries, tube set and zero milliliters of fluid was pulled from the pump as received by analysis. The pump stalled during the analysis process and dispense testing passed for accuracy but it was noted the graphing was slightly odd. Some odd wear patterns were found on the pump tube, white residue and wear along with pump tube side wall. The pump head was difficult to rotate by hand. Motor analysis revealed a thick residue on the lower shaft of gear two.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the battery had depleted. The date of depletion was not specified. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s husband reported they attempted a bolus and found code 8476 on the personal therapy manager (ptm). They then heard beeps from the pump last night. The patient had their stimulator removed last wednesday, but they had been home since and had no recent MRI. A representative reported an alarm was heard and was confirmed by telemetry. The logs were read which showed a motor stall occurred on (B)(6) 2014 at 15:42 without recovery. The patient was in a lot of pain, but that was not out of the ordinary. No other symptoms were reported. The patient decided not to replace the pump. Their healthcare provider (hcp) silenced the alarm and set the pump to minimum rate. The hcp was to manage the patient¿s pain with orals and was to see the patient next week. The reason the patient was not continuing with the pump therapy was because they were elderly and they just had their stimulator removed last week. They did not want to undergo any more surgery. The medications infused were clonidine, morphine, and bupivacaine. It was later reported that the pump stall had recovered on (B)(6) 2014. The patient was in pain and wanted the pump restarted. The patient went through withdrawal symptoms and their pain returned. They had less than 50% therapy relief. The symptom location was a location of normal pain in their lower back. The pump was replaced on (B)(6) 2014. The patient¿s status at the time of the report was alive and without injury. The cause of the stall was not determined.